Event description:
I wear a dexcom g7 continuous glucose monitor. My dexcom g7 receiver does not reliably give audible alerts of abnormal blood glucose levels when it should. As a result, I have suffered some dangerous low blood sugars without knowing until I felt very sick. Also, I have suffered prolonged hours of very high blood glucose without receiving audible alerts from the receiver. My receiver sn is not on the current dexcom receiver recall list but it should be added so I can get a replacement. Sn: (B)(6).